Manufacturer narrative:
During the review of cobals liat (sn#(B)(4)) analyzer's run data, several patient samples were identified as generating potential false positive flu b results with the cobas® liat® sars-cov-2 & influenza a/b. These samples were not alleged by the customer and no patient details/information was provided. The customer's cobas liat analyzer was returned, and it was confirmed to be generating noisy photometer signals in the flu b channel. Roche identified select cobas liat analyzers are generating false positive flu b results due to noisy photometer signals in the specific channel that detects flu b. Overall, adverse health consequences are not likely to occur due to the clinical mitigations that exist and the low occurrence rate of the issue. Roche is in the process of replacing the photometer assemblies in the affected instruments. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qlt). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. During the review of cobals liat (sn#(B)(4)) analyzer's run data, several patient samples were identified as generating potential false positive flu b results with the cobas® liat® sars-cov-2 & influenza a/b. These samples were not alleged by the customer and no patient details/information was provided. As such, one batch MDR will be filed.